Event description:
In early 2007, I called nearest wheelchair location. I was contacted by co. I was questioned, signed a release. My dr do rx w/c elect jazzy select. The delivery of the elect w/c was 2 mos late. The 2 men came at midnight march 14-15, 07 for 4 hours tried w/c and signed papers. The wheelchair is a lemon. I found made in another country. Stickers with different model number, USA labels were placed over them- the battery won't stay charged, the jazzy stick won't steer right. I almost got mashed in it going into an elevator. Its wheel on (right) side sticks on shroud., co, failed to warrantee product properly. Promised with witness 3 way phone jan 08 to replace with jazzy select. On several occasions, I called to report malfunctions during business hours with being hung-up on. Men showing up after normal business hours never on time, had to hire atty to help me at one point. He came to my house to tell the 2 men to fix my wheelchair right. They didn't. My back l-5 decreased shows osteoarthritis with herniated bulged disks. I'm a heart pt with copd and adult, asthma, edema, swelling of legs with neurological problems 100 %. Disable from car accident july 12 at 12:30 am. In 1990, need wheelchair to get around limited mobility. Pride mobility has not properly cooperated with me currently. Won't take this defective electric jazzy select pride mobility wheelchair and bring me a new one as promised jan 2008. No pride in this ride. Personally, I think it is physically, mentally and emotionally abusive to put a limited mobility broken person, human body into a broken wheelchair. Pride mobility jazzy select holds does not work properly. Been mashed in elevator home. Stranded where it quit running away from home. Dates of use: 2007 thru current with several malfunctions. Diagnosis or reason for use: htn, heart pt, copy bad back, copd, osteo arthritis all joints, handicap limited mobility. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.